Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse revied the system logs and confirmed that the software update failed. The customer confirmed that they did not stop the update after trying to start it. The fse reprogrammed the system to 1.2.0 to get the system to power up normally. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to start of a da vinci-assisted gastric bypass surgical procedure, the customer contacted the technical support engineer (tse) and reported that while powering on the system, noting a 297 error displayed. Log review showed error 311 on the msc. Technical support guided a hard power cycle on all carts and reseated the blue fiber cables, but this did not resolve the issue. There was no patient involvement.